Event description:
It was reported that the patient was admitted with facial tingling and sudden onset of headache. Imaging revealed right frontal parenchymal infarct and hemorrhage. The patient was on anticoagulation. The patient's international normalized ratio (inr) was 3.1 upon admission. The patient continued to be treated for stroke and hemorrhage. Cardiac drugs were being used on the patient at the time of the event that may have caused or contributed to the event.

Manufacturer narrative:
User facility report: (B)(4) was received 30may2025. Section a4: patient weight was not provided. Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
E4 - initial reporter also sent the report to FDA? - correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.